Manufacturer narrative:
Additional information updated: h6: evaluation conclusion codes.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had a motorcycle accident, which caused a traumatic injury to the abdomen and reservoir had to be removed. Some time later, a surgical procedure was performed to remove cylinders and pump and implant a new ipp. No further information was provided.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had a motorcycle accident, which caused a traumatic injury to the abdomen and reservoir had to be removed. Some time later, a surgical procedure was performed to remove cylinders and pump and implant a new ipp. No further information was provided.